Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system involved in an infection and erosion. The patient reported that the device came almost completely out of the pocket. Furthermore, the patient has been having multiple seizures also. There were no additional adverse patient effects reported. All available information indicates that the crt-d remains in service.